Manufacturer narrative:
Product complaint (B)(4). Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: diaz-dilernia f, lucero c, slullitel pa, zanotti g, comba f, piccaluga f, buttaro m. Medium-term outcomes of conventional versus short uncemented femoral stems for primary total hip arthroplasty in patients younger than 55 years. Hip int. 2024 jan;34(1):82-91. Doi: 10.1177/11207000231177588. Epub 2023 jun 9. Pmid: 37293776. Objective and methods: this study aims to compare the outcomes/complications and survival of 146 corail conventional tapered stems and 101 competitor short stems in patients implanted between 2010 and 2014. The manufacturers of the acetabular constructs are unknown. The manufacturer of the femoral heads paired with the corail stems are unknown but assumed to be depuy products. This complaint will capture the results associated with the corail stem and head. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: corail femoral stems unknown femoral heads adverse event(s) and provided interventions associated with depuy devices: unk corail stem 5 cases aseptic stem loosening treated with stem revision 1 post-op femoral fracture secondary to a fall treated with stem revision 7 intraoperative ppffs treated with cerclage cabling 1 case of infection and stem loosening treated with a 2-stage revision 1 dvt treated with oral anticoagulants 2 transient sciatic nerve palsies treated with physical therapy and a brace 3 postoperative surgical site infections treated with I & d and component retention adverse event(s) and provided interventions associated with depuy devices: unk femoral head 1 case of infection treated with revision 1 dvt treated with oral anticoagulants 2 transient sciatic nerve palsies treated with physical therapy and a brace 3 postoperative surgical site infections treated with I & d and component retention I dislocation treated with closed reduction adverse event(s) and provided interventions associated with depuy devices: unk corail stem 11 reported stem migrations- no treatment provided 5 reported radiolucent lines of stem- no treatment provided 16 reports of cortical hypertrophy (bone injury) - no treatment provided.

Manufacturer narrative:
Product complaint #: (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.